Event description:
The manufacturer's representative reported that during a transurethral needle ablation of the prostate, the physician had just completed a six o'clock lesion and the needles would not retract. The physician pushed the device up into the bladder and attempted to manually retract the needles without success. With the assistance of tech support, the representative was able to manually retract the needles and remove the device from the patient without incident. A second cartridge was used to complete four more lesions. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.